Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The device had not yet triggered recommended replacement time (rrt). The most recent battery measurement on 19jul2016 was 2.9v with an estimated mean remaining longevity of 9.36 months. The longevity estimator appeared accurate, but the device was depleting the battery at a higher rate than expected.

Event description:
It was reported that the implantable pulse generator (ipg) reached premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device, the failure on the hybrid disappeared. Analysis determined that depleted battery was due to high current drain in the hybrid. Since the current drain varied with the supply, it was suspected that the bpreg switch in the l409 ic was at fault. The l409 ic was assembled onto a pga package and inserted into a system breadboard. The current drain was now nominal. Since a high current drain condition was no longer present, the cause of the depleted battery was not determined.